Manufacturer narrative:
Reporter is jnj representative. Investigation summary: investigation flow: damage. Visual inspection: the 3.2mm trocar (p/n: 03.010.069, lot number: l997002) was received at us cq. Upon visual inspection it was noticed that the distal end of the device was bent. No other defects were identified on the device. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device was bent at the distal end. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.069, lot: l997002, manufacturing site: (B)(4), release to warehouse date: sept. 07, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at fsl ups (B)(6) site, it was observed that a trocar was bent. There was no patient or hospital involvement. This complaint involves one (1) device. This report is for (1) 3.2mm trocar. This is report 1 of 1 for (B)(4).